Event description:
Atrial pacer lead was originally diagnosed as potentially fractured on 9/13/95. Upon extraction yesterday, it was determined via microscopic examination that the lead was not fractured. The area of the suspected fracture was at the anode. Another fracture was suspected approx 3 cm further along the lead, but this was actually where the j-wire began to wrap around the electrode wires. Lead was extracted without complications.